Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The patient's legal guardian (lg) reported that on 05 october 2024 the patient's blood glucose (bg) reached 400 mg/dl, while wearing the pod between 37 and 48 hours. The pod reportedly was leaking insulin, and when removed from the infusion site (arm), the cannula was found to be dislodged. As treatment, a new pod was successfully applied.